Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that during a procedure, the surgeon was performing final tightening on a ti matrix midface screw self-drilling and the head of the screw broke off. Surgeon was unable to retrieve the shaft of the broken screw and it remains in the patient's bone. The surgeon noted he will drill holes before insertion of the screws. The screw head was discarded. There is no information is known for the implant date or any patient information.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date is unknown. This is report 1 of 1 for complaint (B)(4). (B)(4). Original awareness date is (B)(6) 2012. Placeholder.